Event description:
It was reported that a patient developed a red rash that "itched and burned under both the wafer and tape border"; also that "bleeding" blisters had developed. The patient was seen in a wound care center was given powder products and alternative seals to try, that yielded no improvement. The patient was to see her healthcare provider. No additional information provided. Patient outcome not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different applications. The report states that there are no significant trends.